Event description:
It was reported that an alert for output circuit damage was observed. During an induction test, the device was unsuccessful at converting the patients rhythm. The device was replaced during a lead revision. The patient condition was satisfactory post procedure.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Upon interrogation, an alert for possible hv lead issue was noted. The device was tested on the bench and using automated test equipment, and no anomalies were detected. The cause of the output anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.